Event description:
A surgeon reported fluid leakage that occurred during a cataract procedure that was though to have been caused by a poor tube. The procedure was stopped because the aspiration pressure was unable to rise. The issue was resolved by replacing the product with another. The procedure was completed without consequences to the patient. No further info is available for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).